Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and approximately four days after start of support, the patient developed limb ischemia in the impella leg. The staff was unsure if the ischemia was due to the repositioning sheath or if the patient had a thrombus in the area. Activated clotting time was between 150-160 seconds during impella therapy. The impella cp device was explanted, and the patient expired the same day as the ischemic event. The pump worked well so the user facility threw the pump in the trash.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿